Event description:
Nt821731c - stopcock breaking. No injuries.

Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4). The lot number of the affected device was not provided by the customer. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Risk management review: a review of (B)(4) medical device hazard analysis (rev 11), identifies the hazard situation as "4.36 - stopcock valve unable to turn / rotate and/or handle breakage" the risk level is considered moderate. Based on complaint of "stopcock broke." This determination is based on the information received from the customer. Root cause/failure investigation: this case had a drainage system with a damaged system stopcock. The stopcock was broken at the lever which is used to turn the stopcock into a closed or open position. The system stopcock material exhibited significant deformation. The breakage of the components indicates that the user turned the stopcocks with excessive torque possibly with a tool instead of by hand. Another possible indication could be that the client used aggressive cleaning agents that degrade the polycarbonate material. There was a buildup of dried blood/bodily fluids at the drip chamber stopcock. Assessment of whether bodily fluid exposure created an increased resistance during stopcock manipulation was conducted. The stopcock exhibited an elevated rotational resistance relative to baseline performance observed in new units. Section "warnings" on page 3 of the eds 3 system IFU (sd208650001rev e) gives details on handling the eds 3 system such as finger tightening components and not using external tools. Failure mode: confirmed / stopcock breakage during use.

Event description:
Nt821731c - stopcock breaking. No injuries.

Manufacturer narrative:
Initial report ref to natus complaint#(B)(4) per (B)(4) rev 11 risk analysis spreadsheet - eds 3 external drainage system hazard 5.14 - breakage and/or non-functional spin luer lock connector at the bottom of drainage tube that connects the drainage bag. Effect (harm): delay in patient treatment residual risk: low. The hazards identified have been reduced as far as possible, and the luer locks are designed in compliance with iso luer reference fittings and the hazard can be occurred using the device which is not compatible with iso luer reference fittings. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Further investigation to be carried out.